Manufacturer narrative:
(B)(4). S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 the customer reported a crack in the case on the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery compartment threads, cracked case on the battery compartment side near the corner of the belt clip rail, missing serial number label, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--severe corrosion along the bottom of the board including j7 and j6; pcba2--j1, lcd flex cable terminal; rust on the bottom of the motor, components on the force sensor cable. The j7 socket was detached from pcba1 at the time of visual inspection. In summary, the customer¿s report of a crack in the case on the battery compartment was confirmed during testing. The blank display is due to the detached j7 connector which in turn was caused by the severe corrosion underneath it. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.